Event description:
A baxter service technician reported finding a colleague infusion pump with "stop key does not work properly." This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)during service, a "stop key does not work properly" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Event description:
It was reported that the insulin pump would not turn on. Nothing further was reported.